Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the average tortuous distal right coronary artery (rca). Following stent deployment, the 8mm x 4.0mm quantum maverick monorail balloon ruptured at 16 atms on the initial inflation. The procedure was successfully completed with a different device. No patient complications were reported. Patient status is reported as "good".

Manufacturer narrative:
.